Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the balloon and the inner lumen. The tip, balloon, proximal bond and shaft was microscopically and tactile inspected. Inspection revealed balloon damage (abrasions), shaft damage (abrasions near and on the proximal weld), and a perforation between the distal side of the proximal weld/shaft and the proximal end of the balloon. The perforation was approximately 1 mm in length. The damage to the balloon and shaft is consistent with damage done by calcification in the anatomy. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote¿ balloon catheter. No patient complications were reported and the patient's status was stable.